Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21200, 2017865-2021-21202. It was reported that a patient presented to the clinic on (B)(6) 2021 with previous episodes of non-sustained right ventricular oversensing on their implantable cardioverter defibrillator from (B)(6) 2021. The episodes were attributed to right ventricular lead noise. Loss of capture was also noted on the patient's left ventricular lead upon further review. No intervention was reported.